Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient did not experience any symptoms and the cgm was reading 52 mg/dl and the blood glucose reading was 550 mg/dl. The patient was brought to the hospital by his wife around 8pm and received intravenous treatment with sodium chlorate 0.9%. There was no other treatment reported but the patient was discharged the next day around noon. At this time, the blood sugar reading was 188 mg/dl, no cgm reading was reported from this time. At the time of the report the patient was feeling weak. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.